Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "defective". Healthcare professional later reported "neither of the implants showed a rupture during the operation". This record is for the left side. The device was explanted. Therefore, this record is no longer reportable to the FDA and will be unreported.

Event description:
Healthcare professional reported "defective". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.